Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased above 13.9 mmol/l (250m mg/dl) after approximately 49-71 hours of pod wear and did not decrease despite administration of correction a bolus dose. No specific blood glucose value was reported. Upon inspection of the pod viewing window, the mother observed that the cannula had dislodged from the infusion site and was no longer properly inserted into the skin. The adhesive was confirmed to be secure during wear. No medical intervention was reported.